Event description:
It was reported that bd insyte ag bc global leaked at the luer connection the following information was provided by the initial reporter, translated from spanish to english: during use connection defect we have some catheters with a defect in one of the connections that causes both medication and blood content to come out through this defect. Not all catheters have the defect since I have checked some of them, same lot and different boxes. The problem is that, until it is opened and punctured, we do not know if it has a defect or not and, of course, we cannot do that.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the root cause appeared to be associated with a molding defect in the catheter adapter. Two 24g insyte autoguard IV catheters were provided for investigation. A void in each molded adapter allowed fluid to leak during testing. The void appeared to be consistent with a molding defect. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.